Event description:
It was reported that during an unspecified surgical procedure, it was discovered that quick coupling device did not lock wires. There were no delays to the planned surgical procedure as a spare identical device was used to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not hold the 0.6mm k-wire, was running rough and emitted a grinding noise. Therefore, the reported condition was confirmed. It was observed that the internal components were corroded. The assignable root cause was determined to be due to improper/inadequate cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device returned date was documented as unknown in the initial report. The device returned date has been updated as may 19, 2015. If additional information should become available, a supplemental medwatch report will be submitted accordingly.